Event description:
Affiliate reported that there was no drainage. There was also no possibility of post-operative programming. As a result, the valve was replaced with another one of the same type.

Manufacturer narrative:
Upon completion of the evaluation, it was noted that the investigation did confirm the problem: the valve could not reprogram as expected, and a slight over drainage was noted. However, no occlusion was noted on the valve. The serial number of the valve was found, the lot number was found to be cghbdt and the product code was found to be 82-3111. The valve was on position 120 mmh2o when returned. The valve was tested for programming: the valve failed to reprogram as expected. The valve was irrigated with purrified water and no occlusion was observed. Therefore, it was retested for programming: the valve succeeded to reprogram. The valve was tested for pressure: the valve failed the pressure test, a slight over drainge was noted on the valve, but this was not likely to cause a significant clinical effect for the patient. The valve was dismantled and examined under microscope at appropriate magnification: a slight amount of biological debris was noted on the programming control mechanism. The slight amount of debris noted on the lower side of the cam and on the base plate could not cause the programming test failure noted. It might be that some debris, which interfered with the ability of the valve to reprogram, softened and was flushed out during the irrigation of the device with purified water. However, this cold not be confirmed. The lot history record was reviewed for completeness during the release process to inventory. At that time, based on the fact that no discrepancies were noted for the products being accepted, they were released on july 2006. The biological debris would be the likely root cause of the valve's inability to reprogram. Debris in the programming control mechanism can cause the type of problem noted. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.